Event description:
Over past few months, patient's internal pulse generator (ipg) battery not holding charge, x-rays showed a crack in the extension wire attached to the battery, patient was sent to the or to further investigate issues with the battery and extension wire. Patient experienced discomfort and no relief of symptoms from parkinson's.